Event description:
It was further reported that the patient's death was due to cerebrovascular accident and the non-cardiac death is now not related with the study stent.

Manufacturer narrative:
Death date and describe event or problem updated. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 18mm long with a reference vessel diameter of 2.75mm. The lesion was treated with a direct placement of a 2.75mmx20mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired at home, cause of death is unknown.